Manufacturer narrative:
During investigation a reportable malfunction was found. The belt was unable to complete a falloff test. The cause for failure was shorted ECG "a" and "b" cables. The root cause for shorted cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.